Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced scale marking issues. The following information was provided by the initial reporter: syringe measurements not accurately printed on syringe and partially missing.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced scale marking issues. The following information was provided by the initial reporter: syringe measurements not accurately printed on syringe and partially missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.